Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0215271957, implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration and unknown daily dose via an implantable pump for spasticity. It was reported on (B)(6) 2019 around 7-8pm, the patient showed signs/symptoms of overdose. The patient had a (B)(6) study performed to test the catheter by dr. (B)(6) earlier that afternoon around 2pm. The patient was referred to dr. (B)(6) for the catheter access port (cap) test as the patient was persistently worried there was something ¿wrong¿ with pump function. It is believed that during the cap test/catheter patency exam that was performed by dr. (B)(6) the afternoon of (B)(6) 2019 that some of the baclofen was still in the catheter and was pushed into the intrathecal space as dr. (B)(6) was testing the catheter with contrast. It is believed the catheter was empty before injecting contrast, but due to the immediate symptoms of overdose following the patient's recovery from this test, it is believed there was still residual baclofen in the pump. The clinical specialist was called in at 8pm to stop the pump, but she lowered the pump rate to the lowest dose without stopping the pump, this is typically done by the pain centure/brain injury unit, however, they were told not to come into hospital which would cause overtime so they called the rep. The patient was intubated in the intensive care unit (ICU) and the pump rate was lowered to its lowest rate. The results of the cap test were that the catheter was patent with no kink. No pump malfunction or catheter problem was the outcome. The patient resumed using their pump the following day. No surgical intervention occurred nor was any planned. The issue was resolved at the time of this report and the patient status was alive, no injury. No further complications were reported and/or anticipated.